Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. The customer was taken to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous fluids and insulin injections. The customer was discharged on (B)(6)2017. The cause of the high bg was not known; however, the healthcare providers thought that the pump was not delivering insulin. Tandem customer technical support (cts) reviewed the pump history with the contact and no alarms were found that would have impacted insulin delivery. As the pump supplies were changed, a cause of the event could not be determined. Cts asked to assist the contact with loading a new cartridge to confirm the loading steps were performed correctly and air was removed from the cartridge. The contact was to troubleshoot later; however, had not returned the call. No additional information was provided.